Manufacturer narrative:
(B) (4).

Event description:
Literature: goodman wk, foote kd, greenberg, et al. Deep brain stimulation for intractable obsessive compulsive disorder: pilot study using a blinded, staggered-onset design. Biol psychiatry. 2010;67(6): 535-542. Summary: in this pilot study, six adult pts meeting stringent criteria for severe and treatment refractory ocd had dbs electrode arrays bilaterally in an area spanning the ventral anterior limb of the internal capsule and adjacent ventral striatum. All six pts had lifetime diagnoses of major depression that were deemed secondary of ocd. Using a randomized staggered-onset design, pts were stimulated at either 30 or 60 days following surgery under blinded conditions. After 12 months of stimulation, four of the six pts met stringent criteria as "responders." Pts did not improve during the sham stimulation. Depressive symptoms improved significantly in the group as a whole; global functioning improved in the four responders. Adverse events associated with chronic dbs were generally mild and modifiable with setting changes. Event: stimulation interruption led to rapid but reversible induction of depressive symptoms in two cases. There were no device failures beyond the expected stimulation interruptions owing to battery depletion or inadvertent device shutoffs if the magnetic switch was tripped by a theft detector. Worsening in mood or increased anxiety were typically the first symptoms reported following battery depletion or inadvertent inactivation by metal detectors. Other signs of depression, such as diminished energy or interest, also emerged within days of device interruption but none expressed suicidality. Exacerbation of ocd symptoms generally lagged the emergence of affective or anxiety symptoms. In all cases, restoration of dbs function led to reversal of the transient clinical deterioration. Reference literature article with MFR report #3007566237-2010-03591.